Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) made a loud noise during a case and started smoking before losing power. Staff verified that the lamp was not the cause of the issue. The unit was opened and it was found that the capacitor on one of the boards had blown and the board needed to be replaced. It is unknown if there was patient involvement or if the device failure led to surgical delay. However, no patient injury occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: the returned 00mlx mlx 300w xenon lightsource was in used condition. The depot technician's assessment noted that the xenon lightsource did not power up. During evaluation, the right-side panel was found to have physical damage, the old lamp style-required replacement, fuses were bad, and the power supply (psu) needed an upgrade. The psu, right-side panel, fuses, and lamp were replaced. Evaluation and function tests were performed and the mlx passed all tests. Root cause analysis: the reported complaint was confirmed. The issue of the unit making a loud noise and smoking could be due to damage caused by rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.